Event description:
The customer states that they are getting error code 1113 (invalid test result, read value-4.52) when running pts samples on the axsym digoxin iii assay. There was no impadct to pts mgmt reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.